Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the electrode was missing from the sensor. Customer's blood glucose level was unknown at the time of incident. Troubleshooting advised customer that a replacement sensor would be sent to the customer and to return the product for analysis. No further details given.

Manufacturer narrative:
Sensor performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened/used.